Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). (B)(6).

Event description:
The customer reported that while using instrument max clinical false positives were reported. A confirmatory test was performed and no erroneous results were reported. There was no report of patient impact.

Event description:
The customer reported that while using instrument max clinical false positives were reported. A confirmatory test was performed and no erroneous results were reported. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation:the complaint of "false positive results" was reported against the bd max instrument catalog number 441916, serial number (B)(6) used in conjunction with a sars-cov-2 assay. The assay was not specified in the complaint. The sample was tested and was confirmed to be negative. No erroneous results were reported to doctors, and patients were not impacted. Bd service was dispatched to the site and cleaned the instrument. Following cleaning of the instrument, the instrument was released back to the customer in working condition. The service history of the instrument was reviewed. (B)(6) was first installed in august 2017. Preventative maintenance was last completed in may 2020 and no problems were noted. As no problems were found with the instrument and data review did not reveal any problems, the complaint against the instrument cannot be confirmed. Complaint trend data was reviewed. False positive related complaints are trended under the code "results". Trending revealed an action level breach. Actions are being investigated via CAPA record 1632720. The bd max instrument risk file was also reviewed (see baltrm-maxinst-aph rev 16). Hazard is documented "false positive" and is s3. No new risks or hazards were identified as a result of the complaint. The complaint against the instrument was unable to be confirmed due to no problems being found with the instrument. The investigation consisted of a review of the service notes pertaining to the incident and a review of related instrument complaint trending data. The root cause of the problem is unknown at this time but could be contributed to contamination. Bd quality will continue to closely monitor for trends with associated problems. H3 other text : see h.10.